Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a needle. The customer reports "as clinician was withdrawing syringe from medication vial the needle separated from the hub."

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.